Manufacturer narrative:
The insulin pump was received with a blank display due to cracked lcd glass. The pump was also received with the end cap broken off and missing, j6 of pcb 1 broken off, and j4 of pcb 1 broken off. Unable to power on or perform the displacement test due to cracked lcd glass and the extensive damage to the electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had huge crack at bottom. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.